Event description:
Hcp reported the patient was seen in the clinic and had the dilaudid and baclofen removed from the pump. The pump was flushed twice with saline and refilled with baclofen only. The patient was feeling shaky by the time they got home. Patient laid down to nap and when the patient's spouse went in to wake the patient up, their spouse was unable to arouse them. Patient was taken by amblulance to the emergency room, intubated, and the pump was immediately stopped. The baclofen was removed from the pump and replaced with saline. After 30-40 minutes, the patient started to move around. The fluid was sent for analysis and a cat scan of the head was done to rule out an intracranial event. The patient is reported to have recovered without sequela.